Event description:
Pt mentioned that he had an MRI about a year and a half ago prior to his mdt implant (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).